Event description:
The customer contacted physio-control that their device would not correctly show an ECG through paddles lead. The customer replaced the electrodes and the issue seemed to be resolved but several minutes later the same issue occurred. There was patient use associated with the reported issue however, the patient outcome was not reported to physio-control.

Manufacturer narrative:
Physio-control evaluated the device but could not verify the reported issue. The electrodes were not returned to physio-control for evaluation. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. A cause of the reported issue could not be determined.